Event description:
It was reported that during a para esophagia hernia procedure the surgeon was unable to remove the device from the tissue after firing. The device had to be cut off the tissue. The procedure was completed with additional suture. The pt is fine.